Event description:
It was reported that the patient's pump alarmed at about 1am. The pump was powered on, the settings were reviewed and stop was pressed to return to the stopped screen at which time the pump alarmed for no disposable. The alarm was silenced and the pump was powered off. The patient was advised that he needs to call the clinic because the pump has been stopped for eight hours. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.